Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device did not seal during a laparoscopic supracervical hysterectomy, although an end tone, indicating a complete seal cycle, was heard. There was no blood loss or pt injury. The device sealed without issue during the second activation. The site did not retain the device after the procedure.